Manufacturer narrative:
No sample is available for evaluation. No additional patient specific information is available. Cormatrix was able to speak with one of the authors on november 10, 2015. The surgeon indicated that central pulmonary stenosis following comprehensive stage ii surgery for these types of patients is a known complication and occurs at a high rate regardless of material used. Patients are frequently monitored for stenosis before and after each surgical stage. The surgeon indicated that reconstruction of the central pulmonary artery is typically performed using native dilated main pulmonary artery tissue or patch angioplasty during comprehensive stage ii surgery and that a conduit (tube graft) should not have been used. The IFU for the cormatrix ecm for cardiac tissue repair, indicates for use as an intracardiac patch or pledget for tissue repair [i.e., atrial septal defect (asd), ventricular septal defect (vsd), etc.] And suture-line buttressing. The use of the cormatrix ecm to fabricate a conduit (tube graft) is not an approved or cleared indication. This is considered an off-label use of the cormatrix ecm for cardiac tissue repair.

Event description:
On (B)(6) 2015, cormatrix cardiovascular received details of an event involving ecm material. An article manuscript titled, "preliminary experience in the use of an extracellular matrix (cormatrix) as a tube graft: word of caution" was accepted for publication in the journal, seminars in thoracic and cardiovascular surgery. This article was discovered during a periodic literature review. All surgical procedures described within the article were performed sometime between (B)(6) 2012 to (B)(6) 2013. This report is being submitted to document information for 1 of 8 cases with reported stenosis. Details related to patient 10 in the article are provided below. It was reported that the cormatrix ecm product was used during comprehensive stage ii surgery for hypoplastic left heart syndrome (hlhs). The cormatrix patch was wrapped around a dilator of the required size while the edge was sutured with 7-0 prolene in order to create a conduit. The graft was soaked in saline and then implanted as an interposition graft for central pulmonary artery reconstruction between the left and right branch pulmonary arteries. In bidirectional glenn procedure of comprehensive stage ii surgery, the superior venous cava was anastomosed with native right pulmonary artery. The conduit size was a little bigger than the native central pulmonary artery. The diameter of the tube graft was approximately 8mm. The patient later developed stenosis. The stenosis was successfully treated with stent placement. It was reported that the patient is currently awaiting a fontan procedure as part of the staged surgical treatment for their congenital heart defect. Although the exact product information is not available, the repair was likely performed using the cormatrix ecm for cardiac tissue repair, which is indicated for use as an intracardiac patch or pledget for tissue repair [i.e., atrial septal defect (asd), ventricular septal defect (vsd), etc.] And suture-line buttressing. The use of the cormatrix ecm to fabricate a conduit (tube graft) is not an approved or cleared indication. This is considered an off-label use of the cormatrix ecm for cardiac tissue repair.